Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804) was blocked after less than a month of implantation. The valve setting was unable to be changed. The patient had to go under another surgery to replace the valve with the same model. Delay in surgery was reported due to product problem, unknown for how long.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the siphon guard was dislodged and damaged. The debris biologicals were noted in the housing. The valve was hydrated. The tests for flush, leak, reflux and siphon guard could not be performed as the siphon guard was dislodged and damaged. The valve was dried. The valve was then pressure, the valve failed the test. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the motor, the spring, and the housing. Root cause - at the time of investigation no programming issue was noted. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve. The root cause for the ¿siphon guard broken¿ is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance. The root cause for the pressure issue noted during the investigation is due to biological debris found on the housing, motor and spring.

Manufacturer narrative:
The certas valve (828804) was not returned for evaluation after the three good faith attempts (gfes) were made, and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. However, a possible root cause for the issues reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.